Manufacturer narrative:
(B)(4).

Event description:
New information received notes that after implantation, chest pain, discomfort, palpitations, muscle pain and extracardiac stimulation were observed.

Event description:
It was reported that during implant, the patient became vasovagal and hypotensive. This was resolved by a geloplasm infusion. Patient was fine after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Initial reporter: hospital personnel.